Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in d4. UDI number has been updated from "(B)(4)" to "(B)(4)". Primary-prod material number has been updated from "(B)(6)" to "(B)(6)". Catalog number has been updated from "470172" to "471172". Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of yaw pulley thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No obvious damage to the conductor wire was observed. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Failure analysis also identified an additional observation not reported by the site. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.108¿ - 0.131" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (part # (B)(4) /lot # n10200629-0037) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk4130 during a radical prostatectomy with lymphadenectomy surgical procedure. The alleged event occurred on 10th use of the instrument. There were 4 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for the maryland bipolar forceps (part # 470172-16/ lot # n10200629 0037) was performed, did not find any information regarding this instrument. A system log review was not performed since there is insufficient or unconfirmed product/event information. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided this complaint is reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in name and address is not available. Device manufacture date:is blank because the information is not currently available. Fields PMA/510(k) number, adverse event, recall: (if recall number is given), and correction/removal rpt number: (recall numbers:) are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic joint of the maryland bipolar forceps instrument burned and melted when the bipolar energy was activated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the reporter, but no further details have been received as of the date of this report.